Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer parent reported via phone call indicating that their insulin pump stopped working without any warning of an alarm. The patient's blood glucose level was 8.0 mmol/l at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer was advised to contact their local hospital for a replacement insulin pump. The customer did not return the product back for analysis.